Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent ris conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that the patient twiddled both the right atrial (ra) lead and right ventricular (rv) lead so the physician had to reposition them both. The ra lead was able to be repositioned, but the rv lead's helix wouldn't retract. Upon removing the lead, it was observed to have tissue in the helix preventing it from being able to retract. No additional adverse patient effects were reported.

Event description:
It was reported that the patient twiddled both the right atrial (ra) lead and right ventricular (rv) lead so the physician had to reposition them both. The ra lead was able to be repositioned, but the rv lead's helix wouldn't retract. Upon removing the lead, it was observed to have tissue in the helix preventing it from being able to retract. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.